Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported tooth loss (permanent impairment to body structure) and the invisalign product was being used.

Event description:
The patient reported tooth # 5 (upper right 1st premolar) fractured, that was extracted and replaced with an implant. It is unknown if the patient required medical intervention to alleviate the reported symptom. It is unknown if the patient took or was prescribed medication to alleviate the reported symptom.